Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer (fse) troubleshot the issue with the full height drawer number 6 and identified a missing inseparable magnet. The fse replaced the inseparable and rebooted the station, after which successful testing was completed with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 had failed and could not be recovered. The customer attempted to reboot; however, the issue persisted and the drawer remained unrecoverable. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.